Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: d334trg ICD, implanted: (B)(6) 2012; 429688 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and did not meet expected longevity. The ra lead and device were explanted and replaced. No patient complications have been reported as a result of this event.